Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed and required maintenance. The field service engineer (fse) verified the issue in the medical application, but the drawer was ultimately recovered by the customer. To prevent recurrence, the fse ran functionality tests in the hardware test application, where several cubies were undetectable, suggesting a connection issue. The fse powered down the station, removed the side panel, reseated the row board cable connections to both the row tray and the drawer controller, and restarted the device. Afterward, the fse confirmed in the hardware test application that the row tray was properly detected, and a final functionality test was completed successfully, confirming restoration of normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.